Event description:
It was reported that the customer experienced a map shift.

Manufacturer narrative:
Investigation of this complaint is currently in progress. This report will be updated upon completion of the investigation.